Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc failed earth leakage current testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device failed electrical and functional testing. The device was unable to be powered on upon receipt of the device. External and internal inspections found the power switch to be stuck pushed in. Resistance readings were found to be out of specification and returned to and maintained the proper infinite value when the power switch was disconnected. A test power switch was installed and the device was able to be powered up. A short simulated therapy was able to be performed on the device with no errors. A review of the event history log of the device found nothing related to the reported issue. The cause was found to be the malfunctioning power switch. The power switch was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.